Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of constipation and peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced constipation. On (B)(6) 2012, the patient experienced peritonitis due to the constipation and was hospitalized for the event. Treatment for the events was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information:the problem was not confirmed and the cause of the peritonitis could not be determined, as no device malfunction or use error was identified during the report.

Manufacturer narrative:
(B)(4). This is report 3 of 4 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for the potentially associated lot numbers h12c27078, h12d30047, and h12d09066. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted.